Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a coronary artery bypass grafting, during skin closure, while doing a running stitch, the thread broke. There were 2 defective device involved. They opened another device to complete the case. No patient injury.